Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the central venous catheter with poor quality of the guidewire. The guidewire bends and warps in the passage, making the use of the catheter unfeasible.

Manufacturer narrative:
Qn#: (B)(4). Note: (B)(6) does not expose the complainant, as it should always be considered "confidential", therefore, in such cases we are not able to request additional information, photos or samples to customers.

Event description:
The customer reports: the central venous catheter with poor quality of the guidewire. The guidewire bends and warps in the passage, making the use of the catheter unfeasible.